Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, multiple cables were pulled from the distribution node (dn) strain relief, separating the heat shrink from the pulse wires inside the distribution node (dn). The exposed wires created a short on the dn pca board. The cause of the non-functional electrodes is the short. The cause of the short is the damaged cables. The root cause of the damaged cables is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.